Manufacturer narrative:
The initial MDR 2517506-2017-00141 was filed on 13-feb-2017. The first supplemental MDR 2517506-2017-00141_s1 was filed on 10-mar-2017. Corrected information (21-mar-2018): manufacturer name, city and state has been updated with the correct legal manufacturing address.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they cleaned the cuvette windows and performed calibration, which was acceptable. Due to the continuing issue the customer called back the ccc specialist. Upon the ccc specialist's recommendations, the customer changed the reagent 1 and reagent 2 probes. The customer also cleaned the probe connections and found that reagent 1 drain was dirty. The customer cleaned the drains and ran a system check, which passed. Prior to the additional troubleshooting performed by the customer, the standard deviation on the reagent 2 was high, which passed after the troubleshooting was completed. The ccc specialist reviewed the filter data and determined that there was improvement after the cuvette windows were cleaned. The customer stated that they were using 0.05 ng/ml as the critical cut-off point for ltni. The ccc specialist informed the customer that 99th percentile for this method is 0.07 ng/ml. The customer changed their critical cut-off point to 0.07 ng/ml. The customer has not obtained any additional discordant patient results. The cause of the discordant, falsely elevated ltni results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on multiple patient samples when run in duplicate on a dimension xpand plus with hm instrument. Due to the discordant results, the patients were held under observation and sequential blood draw were obtained from the patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
The initial MDR 2517506-2017-00141 was filed on february 13, 2017. Additional information (02/15/2017): a siemens headquarters support center specialist reviewed the instrument data. The instrument data suggested that there was a biofilm in the chemistry wash fluidics. On february 16, 2017, a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an extended decontamination on the instrument along with priming the pumps every 20 minutes. The cse ran chemistry wash test and quality controls, which were acceptable. The instrument is performing according to specifications. No further evaluation of the device is required.